Event description:
Pt "hicupping" ventilator started alarming and displaying sv occlusion open. Not ventilating, pt still showed 100% spo2 but no chest rise or b/s noted. Pt bagged manually. Hr-good, vs-ok, no apparent injury to pt.